Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is unavailable for reporting. It is unknown when pain began. 510k: this report is for an unknown intramedullary splints screws, qty 5/unknown lot. Part and lot numbers are unknown; UDI number is unknown. 510 k is unavailable implant date unknown. Device was not able to be explanted. Devices will not be returned; remain implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of plates and screws on (B)(6) 2018 due to pain. The patient requested removal of the three plates, screws, and five intermedullary splints as the patient was experiencing pain in the area of the implants and the patient believed the implants were the cause. The surgeon was able to remove the three plates that had been affixed with 22 screws; however, the five intermedullary splints and the five screws associated with the splints were not able to be removed. There was no surgical delay. The patient was stable after the surgery. This is report 6 of 6 for (B)(4). This report is for unknown intramedullary splints screws, qty 5.